Manufacturer narrative:
A photo was attached showing the tops of an sst tube and barricor. Blood was present in the stopper well on the barricor. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6011665. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® barricor¿ had blood pool in the stopper despite staff not having a problem with the collection and noticing unusual circumstances from what they routinely do. No injury or medical intervention reported.